Event description:
It was reported that, "pt is a (B) (6), original operation was done in (B) (6). He presented to dr with a grossly loose shell described as a 54 mm psl in the operative report. The pt had a total hip on the other side which was resected due to an infection and is unable to walk. We revised to shell with a 68 mm revision cup and a 36 mm 10 deg liner."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. The x-rays and medical records were requested, but not provided. If additional info becomes available then it will be submitted in a supplemental report. Catalog numbers and lot codes for other devices listed in this report: cat # 2080-0015, lot # mhjn72, description: ap plate screws. Cat # 2080-0035, lot # mjdkv2, description: gap plate screws. Cat # 683-10-36h, lot # 12nfd, description: +6 offset line 36mm. Cat # 06-3600, lot # mhlwh2, description: 36m head. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.